Event description:
Our son was brushing his teeth when the bristles came out in his mouth. Metal from the toothbrush also went into his mouth. It took a long time to get the bristles and bits of metal out of his mouth. He was very scared and so were we. The metal pieces were small and sharp. The product was sent to colgate for testing.